Manufacturer narrative:
Investigation included remote technical assessment and user education on occlusion troubleshooting and supply change. Investigation of this case revealed that an occlusion condition was suspected and that supply replacement was indicated. It was concluded that the event involved an insulin occlusion with user education provided, and that changing the infusion set and cartridge was the appropriate corrective action.

Event description:
It was reported that the ilet displayed an occlusion alert, insulin delivery was resumed, and the alert recurred, with a blood glucose of 192 mg/dl and approximately 41 units remaining in the cartridge; the user was advised to change all supplies and educated on performing a site-only change after confirming insulin drops post¿fill tubing, consistent with an insulin flow obstruction of the infusion set and cartridge. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included the need for user troubleshooting and supply replacement.